Event description:
The patient claimed the animas insulin pump has intermittent power issues. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Follow-up #1 date of submission 12/21/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were power on resets observed in black box. The battery cap was not returned with the pump. The battery compartment has a crack that extends from the threads to the case seal. New test cap was able to carefully tighten to the pump. The pump was exercised for 24 hours with test battery cap, no power interruptions were duplicated during this time. Investigators removed the pump cover; no evidence of internal moisture or damage to the power circuit was found. The power complaint was verified in the history but could not be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.